Event description:
It has been reported to philips that the system was blacked screen during start up. The device was in clinical use at the time of the reported event. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that suite pc was failing. The suite pc has been replaced, and the system has been returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the user restarted the device to continue the procedure. The philips remote service engineer (rse) checked the system remotely and confirmed that the device went black screen occasionally. Rse inspected the pc cable connection and found an issue with the suite pc. The philips field service engineer (fse) inspected the system onsite and reinstalled suite pc software, but the issue persisted. To resolve the issue, fse replaced the suite pc and reinstalled software. The same issue reoccurred twice. In the first occurrence, fse replaced the power distribution unit control module and reinstalled the system software, and in the second occurrence, fse replaced the suite pc again. After which the system was returned to good working condition. The defective suite pcs were returned to philips for failure analysis. The actual cause of this issue with both pcs is the complementary metal-oxide-semiconductor (cmos) battery. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a black screen issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A black screen issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.